Manufacturer narrative:
(B)(4). Describe event or problem: correction to statement: "the patient was experiencing a hypoglycemic event with a blood glucose (bg) reading of 38 mg/dl and a cgm reading of 13 mg/dl. (B)(4). " correction to statement: "diabetes mellitus is a known cause of hypoglycemia."

Event description:
The patient was experiencing a hyperglycemic event with a blood glucose (bg) reading of 38 mmol/l and a cgm reading of 13 mmol/l.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient was experiencing a hypoglycemic event with a blood glucose (bg) reading of 38 mg/dl and a cgm reading of 13 mg/dl. The patient started vomiting and was transported to the hospital via ambulance. The patient's checked the patient's bg values at the hospital and put the patient on a drip. It was indicated that there were no treatment decisions made based on the patient's cgm values. The values that the hospital took were unknown. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies was confirmed. A root cause could not be determined.